Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was an adjustment and an MRI done while the valve was implanted. The valve was not bathed in any chemicals prior to implant. It was stated the patient¿s status was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was an adjustment and an MRI done while the valve was implanted. The valve was not bathed in any chemicals prior to implant. It was stated the patient¿s status was stable.

Manufacturer narrative:
The valve was dissected to investigate the cause for the occlusion described by the surgeon. The ruby ball was able to fall freely from the cone upon disassembly, and there didn¿t appear to be any biological debris within the valve that would have caused the ball to remain in the cone. It is unclear if the manner in which the surgeon attempted to flush the valve or that the valve was received in saline that may be the reason why the interior of the cassette mechanism appears to be free of biological debris that could potentially result in valve occlusion. If information is provided in the future, a supplemental report will be issued.